Event description:
It was reported that two days post promus stent implantation in the right coronary artery, the stent was found to be thrombosed and collapsed in the middle. Thrombectomy was performed and a non-abbott stent was used to treat the occlusion. There was no report of adverse sequela and no additional information provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.